Manufacturer narrative:
The device remains implanted in the patient at the time of this report and is not available for evaluation. There were no nonconformances pertaining to this serial number. There was 1 deviation related to the manufacture of this lot. Silicone adhesive used in the manufacture of this lot came in containers smaller than the specified size. The material is the same, only packaged in a smaller container. The deviation had no impact on the manufacture of this lot. The device met all specifications prior to release from manufacturing. Blank fields in the MDR report represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
A healthcare provider reported to intera oncology that an intera 3000 hepatic artery infusion pump was showing high residuals (18ml) and low flow rate (0.8ml) during refill. An intera clinical account specialist followed up with instructions on managing slow flowing pumps. The healthcare provider alleges that the pump has been getting progressively slower since april 2024. A nuclear medicine study was performed in april 2024 and the result was clear according to the healthcare provider. The pump remains implanted in the patient.